Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain / pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, gravida ii, parity 2, dysfunctional uterine bleeding and depression. Previously administered products included for pregnancy prevention: mirena iud from (B)(6) 2011 to (B)(6) 2012; for an unreported indication: depo inj., medroxyprogesterone acetate and paragard. Concurrent conditions included ovarian fibroma, hemorrhagic cyst and adnexa uteri mass. Concomitant products included amlodipine besilate (norvasc) since (B)(6) 2012 for hypertension as well as amlodipine since (B)(6) 2011, estradiol from (B)(6) 2013 to (B)(6) 2015, medroxyprogesterone acetate (provera) and progesterone from (B)(6) 2013 to (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish/anxiety"). The patient was treated with duloxetine hydrochloride (cymbalta), nsaids, paracetamol (acetaminophen) and surgery (ablation on (B)(6) 2013 and unilateral salpingo-oopherectomy, dilation and currettage on (B)(6) 2013. Only right tube with coil w). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, depression and anxiety had not resolved. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2012: an hcg pregnancy test was negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: plaintiff fact sheet received. Outcome of event pelvic pain was updated as recovering (previously reported as not recovered.). Updated onset date of events. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain / pelvic pain') and menorrhagia ('abnormal bleeding menorrhagia') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, gravida ii, parity 2, dysfunctional uterine bleeding and depression. Previously administered products included for pregnancy prevention: mirena iud from (B)(6) 2011 to (B)(6) 2012; for an unreported indication: depo inj., medroxyprogesterone acetate and paragard. Concurrent conditions included ovarian fibroma, hemorrhagic cyst and adnexa uteri mass. Concomitant products included amlodipine besilate (norvasc) since august 2012 for hypertension as well as amlodipine since (B)(6) 2011, estradiol from (B)(6) 2013 to (B)(6) 2015, medroxyprogesterone acetate (provera) and progesterone from (B)(6) 2013 to (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish/anxiety"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleeding"), bacterial vaginosis ("bacterial vaginosis"), headache ("headache"), post procedural complication ("post removal complications: yes") and back pain ("back pain"). The patient was treated with duloxetine hydrochloride (cymbalta), nsaids, paracetamol (acetaminophen) and surgery (ablation on (B)(6) 2013 and unilateral salpingo-oopherectomy, dilation and curettage on (B)(6) 2013./only right tube with coil w). Essure was removed on 21-aug-2013. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, bacterial vaginosis and back pain had resolved, the vaginal haemorrhage, depression and anxiety had not resolved and the headache and post procedural complication outcome was unknown. The reporter considered anxiety, back pain, bacterial vaginosis, depression, genital haemorrhage, headache, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: treatment received for pelvic pain, back pain, menorrhagia, gen. Bnormal bleeding, psych injury, headache, bacterial vaginosis. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2012: an hcg pregnancy test was negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-may-2020: pif received. New events added: post removal complications, psych injury. Gen. Abnormal bleeding, headache, bacterial vaginosis, back pain. Previously added events pelvic pain and menorrhagia were updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)'), pelvic pain ('physical pain / pain / pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, gravida ii, parity 2, dysfunctional uterine bleeding and depression. Previously administered products included for pregnancy prevention: mirena iud from (B)(6) 2011 to (B)(6) 2012; for an unreported indication: depo inj., medroxyprogesterone acetate and paragard. Concurrent conditions included ovarian fibroma, hemorrhagic cyst and adnexa uteri mass. Concomitant products included amlodipine besilate (norvasc) since (B)(6) 2012 for hypertension as well as amlodipine since (B)(6) 2011, estradiol from (B)(6) 2013 to december 2015, medroxyprogesterone acetate (provera) and progesterone from (B)(6) 2013 to (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish/anxiety"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen.abnormal bleeding"), bacterial vaginosis ("bacterial vaginosis"), headache ("headache"), post procedural complication ("post removal complications: yes"), back pain ("back pain") and vaginal infection ("vaginal infection"). The patient was treated with duloxetine hydrochloride (cymbalta), nsaids, paracetamol (acetaminophen) and surgery (ablation on (B)(6) 2013, unilateral salpingo-oopherectomy, dilation and currettage on (B)(6) 2013 and unilateral salpingo-oopherectomy, dilation and currettage on (B)(6) 2013./only right tube with coil w). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, headache, post procedural complication and vaginal infection outcome was unknown, the pelvic pain, menorrhagia, genital haemorrhage, bacterial vaginosis and back pain had resolved and the vaginal haemorrhage, depression and anxiety had not resolved. The reporter considered anxiety, back pain, bacterial vaginosis, depression, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, pelvic pain, post procedural complication, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: treatment received for pelvic pain, back pain, menorrhagia, gen.abnormal bleeding, psych injury, headache, bacterial vaginosis. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2012: an hcg pregnancy test was negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: pfs received: events added: vaginal infection, fallopian tube perforation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain / pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, gravida ii, parity 2 and dysfunctional uterine bleeding. Previously administered products included for pregnancy prevention: mirena iud from (B)(6) 2011 to (B)(6) 2012; for an unreported indication: depo inj., medroxyprogesterone acetate and paragard. Concurrent conditions included ovarian fibroma, hemorrhagic cyst and adnexa uteri mass. Concomitant products included amlodipine besilate (norvasc) since (B)(6) 2012 for hypertension as well as amlodipine since (B)(6) 2011, estradiol from (B)(6) 2013 to (B)(6) 2015, medroxyprogesterone acetate (provera) and progesterone from (B)(6) 2013 to (B)(6) 2015. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with duloxetine hydrochloride (cymbalta), nsaids, paracetamol (acetaminophen) and surgery (ablation on (B)(6) 2013 and unilateral salpingo-oophorectomy, dilation and curettage on (B)(6) 2013.). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, depression and anxiety had not resolved. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2012: an hcg pregnancy test was negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jun-2019: pfs and mr were received: case become incident. Essure insertion date, removal date and surgeries were added. Events: abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, were added. Event onset date were added. Medical history and historical drugs were added. Concomitant drugs and conditions were added. Lab data were added. Reporters were added. Plaintiffs demographics were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.